Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a series of troubleshooting steps, including inspecting and cleaning parts of the pump, ensuring the cartridge was correctly attached, and successfully completing the loading process. The customer was able to resume insulin delivery without further issues.